Event description:
The customer contacted stryker to report that their device was non-functional and alarming. As a result, the device would be unable to perform automatic CPR on a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker found short circuits in the device's control, communication, and protective pcb assemblies. The 3 pcb assemblies were replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.